Manufacturer narrative:
E1 initial reporter facility name: (B)(6) medical center. E1 initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es catheter was advanced for dilation. During the procedure, the balloon was initially inflated to 14 atmospheres. However, upon second inflation at 14 atmospheres for few seconds, the balloon vertically ruptured. The device was removed without any problems, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.